Event description:
The lead impedance has risen steadily from 820 ohms at implant 2.5 years ago to 2619 ohms today. There is no noise present on the iegm and sensing is steady around 20 mv. The threshold and shock impedance are steady. The lead remains implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.